Event description:
An email from an internal team member reported that the user had been admitted to the emergency room on two occasions for diabetic ketoacidosis with blood glucose values reportedly over 600 mg/dl. Available device data were reviewed around the reported timeframe, with the best-matching reviewed date being (B)(6) 2024. Return tracking later indicated the ilet was expected to be delivered on (B)(6) 2024, and the device was subsequently returned, after which the case was closed.

Manufacturer narrative:
Device data for the relevant timeframe were reviewed. No malfunction alerts, motor errors, or factory resets were identified in the engineering logs. The logs show multiple supply changes on (B)(6) 2024, repeated high glucose alerts on those dates, followed by continuous glucose monitor signal loss on the evening of (B)(6). At 11:14 pm on (B)(6), the device entered a state where a blood glucose value was required. By 3:14 am on (B)(6), the logs show that a blood glucose value had not been provided, and insulin delivery was suspended. Total daily insulin delivery dropped to 2.739 units on (B)(6), consistent with suspended dosing after loss of glucose data. Based on the available data, the ilet appears to have functioned as designed: alerts were generated appropriately, insulin was requested regularly while glucose data were available, and insulin delivery was suspended when required glucose data were not available. Because continuous glucose monitor data are not available on the reported event date, the logs do not directly confirm hyperglycemia on march 1; however, the suspension of insulin delivery due to lack of glucose data likely contributed to the reported hyperglycemic event. In summary, this was reported as a serious event involving hospitalization and diabetic ketoacidosis, but based on the available device data, no device malfunction was identified. The most supported explanation from the logs is loss of glucose input leading to suspension of insulin delivery, rather than a failure of the ilet to function as intended. It remains unknown whether intensive care admission was required, and the report of two emergency room visits could not be fully confirmed from the available data. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.